Event description:
On (B)(6) 2025, a patient underwent a dialysis catheter placement procedure using the hemostar. On (B)(6) 2025, the dialysis catheter extension tubing location shelf appeared to be unable to rebound, resulting in an unsatisfactory dialysis flow rate and a tubing change. There was no reported patient injury.

Manufacturer narrative:
H11: as the lot number for the device was provided, a review of the device history records is currently being performed. The device has not been returned to the manufacturer for evaluation. However, photos were provided for review. The investigation of the reported event is currently underway. Section a through f ¿ the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
On (B)(6) 2025, a patient underwent a dialysis catheter placement procedure using the hemostar. On (B)(6) 2025, the dialysis catheter extension tubing location shelf appeared to be unable to rebound, resulting in an unsatisfactory dialysis flow rate and a tubing change. There was no reported patient injury.

Manufacturer narrative:
H11: the initial MDR was inadvertently submitted with a g3 date of 06/09/2025. The correct g3 date is 06/04/2025. Manufacturing review: the device history records have been reviewed, and this lot met all release criteria. Investigation summary: the physical device was not returned for evaluation; two photos were provided for review. The photo shows a partial view of the catheter in which the dent can be observed on the blue luer below the clamp. Therefore, the investigation is confirmed for the identified material deformation issue. However, it is inconclusive for the reported restricted flow rate or difficult to open or close as exact circumstances of the reported event cannot be verified from photo. A definitive root cause could not be determined based upon the provided information. Labelling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. D4 (unique identifier UDI) #), g3, h6 (device, method, result, conclusion). Section a through f ¿ the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.